Event description:
The pump was returned for investigation. Evaluation revealed that the display had a dim, pinkish contrast and the battery compartment is cracked. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the display had a dim and pinkish contrast and the battery compartment had a crack below the bumper grip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).